Event description:
It was reported that, "this instruments has incorrect markings, it is etched as 0, +2, and +4. All other instruments with the same catalog number are etched -2, 0, +2. Because of this the surgeon had to recut the tibia."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.